Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The log review for the (B)(6) 2025, event found no device malfunction. Log showed statpads were attached, and signal was obtained within a minute. Some noise was observed and likely due to CPR. A 200 joule shock was delivered successfully, and signal remained until a "pads off" message at 12:32:37. The case continued for 50 minutes with no further log activity. Testing could not duplicate the reported issue, and accessories were not returned for evaluation. The device has been recertified and returned to the customer. No trend is associated with reports of this type.